Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision/ surgery due to the implantable neurostimulator (ins) was flipped. There were no further complications or anticipations reported with this event. [Refer to (B)(4) for information related to ins flipped - second time and damaged antenna].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient¿s weight and the cause of the ins flipping were unknown, but the patient had mentioned losing more than (B)(6) pounds. No further patient complications are anticipated or expected as a result of this event.